Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient resented in clinic for follow up when oversensing of noise was observed. Provocative testing and lead imaging were recommended. Lead remains implanted. No further information is available.